Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/10/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - return requested. Replacement computer shipped to site 03/08/2017. Medtronic investigation of returned suspect computer confirmed the boot failure. The computer has a failed hard drive. Seatools long test-failed. Hard drive not responding to commands. Hard drive malfunction. Computer failure. - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. - no further issues have been reported.

Event description:
A site representative reported that, while booting up their navigation system, they came to a screen that read "boot from achi disk boot failure. Insert system disk and press enter". The site representative had a second navigation system brought in to perform the upcoming procedure. This event occurred before the procedure had started, patient was not in the room.